Manufacturer narrative:
(B)(4). Based on the complaint history, a specific root cause of the event could not be determined.(B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -13.5/+1.5/x079 diopter in the patient's left eye (os) on (B)(6) 2008. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Patient visit on (B)(6) 2015 was 20/16. See MFR. #2023826-2015-01274 for right eye.